Event description:
Medtronic received the following journal article which is summarized as follows: the correlation of aortic neck length to early and late outcomes in endovascular aneurysm repair patients (j. Vasc. Surg. 2009). This journal article reported 523 patients who underwent endovascular aneurysm repair (evar) using a total of 238 devices, including aneurx (n=47) and devices from 3 other manufacturers. Six aneurx patients had aortic neck angulations greater than 60 degrees. The article reported 5 cases of myocardial infarction, 1 iliac artery rupture, 11 cases of graft thrombosis, 2 cases of deep vein thrombosis, 1 systemic embolization, 4 cases of bleeding, 5 cases of wound infection, 1 case of sepsis, 7 cases of colon ischemia, 5 cases of acute renal failure, 2 cases of paralysis, and 4 cases of perioperative death, including 3 secondary to myocardial infarction and 1 secondary to multisystem failure. Sixty eight early endoleaks were reported, including 43 type I endoleaks (37 treated with an aortic cuff), 20 type ii endoleaks, and 5 type IV endoleaks. Forty one late endoleaks were reported, including 16 type I endoleaks, 24 type ii endoleaks, and 1 type iii endoleak. A total of 47 interventions for early endoleaks and 14 interventions for late endoleaks were reported. There was 1 case of late limb occlusion, which required a femoral-femoral bypass.

Manufacturer narrative:
It is unknown which manufacturer's device contributed to which event. The physician was contacted and requested to provide specific information related to each event related to aneurx devices, such as the lot number, implant date, intervention, and patient outcome. At this time, no further information has been provided. Results: death, endoleak, infection, arterial and venous occlusion, renal insufficiency/failure, gastrointestinal complications, ruptured vessel/aneurysm. Type ii endoleaks, severe aortic neck angulation. Implanting an aneurx device in a patient with severe aortic neck angulation. Conclusion: identity of which device with which event were not provided. Type ii endoleaks, severe aortic neck angulation. Implanting an aneurx device in a patient with severe aortic neck angulation. (Intervention required; bleeding; colon ischemia, systemic embolization).